Event description:
It was reported that during an unknown procedure, there was broken jaws outside of the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returned.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.